Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, successfully resolving the issue, and they were instructed to continue using the pump while monitoring for any recurring issues.